Manufacturer narrative:
(B)(4).

Event description:
Procedure type: davinci sacrocolpopexy. According to the reporter: the strand broke and the needle was temporarily lost. After the needle fell out of the grasper, they could not find it initially. At this point, the da vinci robot suffered a mechanical problem, and they had to shut it down. They then continued to look for the needle for over 30 minutes with the laparoscope. A c-arm x-ray was used to try to find it with no success. Then they decided to finish the case by converting to an open procedure. They did find the needle after opening a small incision in the pt. The needle was posterior to the liver. Operative time was delayed more than 30 minutes.